Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated no longer using would like to return two boxes of purewick female external catheter because patient ended up with urinary tract infection and hospitalization from using the purewick and it turned into kidney infection, and they were having to see a specialist. The representative advised them that could only accept one box of wicks.

Manufacturer narrative:
The reported event was inconclusive due to a representative sample. The potential root cause for this failure is inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Removal: 5. To remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated no longer using would like to return two boxes of purewick female external catheter because patient ended up with urinary tract infection and hospitalization from using the purewick and it turned into kidney infection, and they were having to see a specialist. The representative advised them that could only accept one box of wicks. Per customer follow up information on received 24sep2024, it was reported that the customer discontinued use of the device after getting a urinary tract infection which caused a kidney infection. Customer was hospitalized and received antibiotics and treatment at the hospital. Customer had since gotten rid of the infection and was looking to resume use soon.